Manufacturer narrative:
The complaint kit with smart card was returned for evaluation. A review of the data recorded on the returned smart card showed the treatment proceeded through the photoactivation phase of the procedure until an alarm #8: blood leak? (Photoactivation chamber) and system error 129 occurred. The alarms occurred when approximately 1461 ml of whole blood had been processed. The operator aborted the treatment. Examination of the received kit verified cracks in the photoactivation module and a large piece of the center of the module was missing. A material trace of the photo plate halves used in lot j353 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. All photoactivation plates are inspected prior to packaging; therefore, it is unlikely the cracks to the photoactivation module were present at the time of manufacturing. According to the smart card data, the kit completed the priming sequence with anticoagulant and saline solution without any alarms or indication of a leak in the photoactivation module. The cause of the alarm #8: blood leak? (Photoactivation chamber) and system error 129 was most likely due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak was due to the cracks in the plate; however, the cause for the cracks could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j353 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak, alarm #8: blood leak? (Photoactivation chamber) and system error 129. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #8: blood leak? (Photoactivation chamber) alarm and noticed a leak coming from the photoactivation plate during the reinfusion phase of the procedure. The customer reported a system error 129 was received. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.